Event description:
During troubleshooting of a reload the set 157 alarm that appeared on the homechoice (hc) machine during use, while the patient was not connected, the home patient (hp) stated the reload the set 157 alarm occurred 3 times; after each alarm, the patient exchanged the set with a new one of the same lot, but did not replace the solution bags. After that, during fill cycle 5 of 6, there was not enough pd solution left to complete the therapy; the therapy was interrupted. The patient connected a new bag of pd solution and was able to complete the therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error-reuse of a single use product was confirmed; however, the root cause could not be determined. A sample evaluation was performed without any issues noted. A visual inspection was performed and no obvious defects were found. A full therapy was performed and no alarms or issues occurred during the run. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.